Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield falls off with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter: (1 of 2 complaints.) It was reported that the eclipse safety shield falls off prior to use.

Event description:
It was reported that the safety shield falls off with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the eclipse safety shield falls off prior to use.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.